Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in an outside work area at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail latch bolt and nut were missing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the side rail latch bolt and nut to resolve the issue. Based on this info, no further action is required.